Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated that in 2008, a negative axsym toxo igm result of 0.11 index value was generated on a patient sample. On the following month, the same patient sample tested positive at 1.41 index value using a different lot of axsym toxo igm reagent (lot 66635hn01). No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. No customer returns were received for investigation. A file sample of axsym toxo igm reagent kit stored at abbott laboratories, lot number 65074hn00 (which contains the same filled vials as lot number 65074hn01) was tested in combination with axsym toxo igm calibrator/ controls, and in-house sensitivity panels for axsym toxo igm. Two replicates of the index calibrators, 5 replicates of each control and panels (used for determination sensitivity of axsym toxo igm reagent) were tested. The calibration met the required assay validity requirements (assay parameters). The negative control, positive control values were within the specifications as stated in the package insert and sensitivity panels within manufacturing specifications. No sensitivity issue was identified. Complaint and manufacturing records for axsym toxo igm reagent lot number 65074hn00 and associated sub lots were reviewed. This review did not identify any problems related to the customer's observation. Data provided by the customer was reviewed. It was noted that a cntl flag appeared for the non-reactive result (0.11 index) when testing of the patient sample in question was performed. This indicates that control(s) are out of range. The flag will continue to appear until a valid control is completed. When an axsym toxo igm positive or negative control value is out of the expected range, associated test results should be considered invalid and require retesting. Based on the investigation, it was determined that axsym toxo igm lot number 65074hn01 is currently meeting its safety, effectiveness, and label claims. This is the final report.